Manufacturer narrative:
Concomitant medical products: 459878, lead, implanted: (B)(6) 2017, dtba1q1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was observed on the right atrial (ra) lead during high rate atrial arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.